Manufacturer narrative:
The turbohawk was received with two detached cutter drivers. Another bag was also received with two further cutter drivers i.e. A total of 4 cutter drivers were received. There was no way of identifying which driver was associated with this turbohawk. One cutter driver was partially split between the top and the bottom shell/case of the cutter driver. The turbohawk was still able to lock into place with the cutter driver when attached during functional testing. The finger bearing was able to be advanced and retracted with no difficulties. The other cutter drivers showed no damage and the turbohawk was able to be inserted and locked into place. The finger bearing was able to be advanced and retracted with no difficulties. The turbohawk was inspected and the torque shaft was observed to be separated from toque shaft adapter with the finger bearing advanced and the drive shaft exposed. With the finger bearing retracted the toque shaft adapter would make contact with the torque shaft. The fracture between the torque shaft and torque shaft adapter was connected and held together by the drive shaft assembly. There was no evidence of an insufficient bond between the two components. It should be noted all components of the turbohawk remained intact as one unit. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using an atk turbohawk smooth directional atherectomy system to treat a lesion in the left proximal superficial femoral artery. The lesion was reported to be exhibit plaque, moderate tortuosity, moderate calcification and 80% stenosis. Artery diameter: 6 mm x 20 mm. The device was been used with a 7f cook ansel sheath and a cook 0.014 guidewire. The vessel was pre-dilated. The device was been used as per the IFU. During withdrawal moderate resistance was noted and the tip became damaged /detached. The cutting portion detached from the catheter but was still connected by the drive cable. Atherectomy was completed, angioplasty was then performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.